Manufacturer narrative:
Citation: tabi m et al. Supra annular versus annular trans-catheter aortic valve implantation in patients with small aortic valve anatomy: does it really matter? European heart journal, volume 39, issue suppl_1, august 2018, ehy565.p2647, doi: 10.1093/eurheartj/ehy565.p2647. Published: 28 august 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the 30-day and 1-year outcomes between annular and supra-annular transcatheter valves following transcatheter aortic valve implantation in patients with small aortic valve anatomy. All data were retrospectively collected from a single center between 2014 and 2017. The study population included 146 patients (predominantly female; mean age 82 years), an unspecified number of which were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, mortality rates were discussed. However, no other details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation. Based on the available information, medtronic product may have been associated with the adverse event. No additional adverse patient effects or product performance issues were reported.